Manufacturer narrative:
The field service engineer determined there was a false contact on the liquid level detection of the sample probe. There was an issue with the probe tubing and the photomultiplier tube was misadjusted. The sample probe and tubing were replaced. The liquid level detection and photomultiplier tube were adjusted. A blank cell calibration and instrument check were performed.

Manufacturer narrative:
Upon review of the alarm trace, multiple sample clot alarms were observed. The investigation determined the issue is consistent with incorrect pre-analytic sample handling.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with elecsys probnp ii on cobas 6000 e601 module serial number (B)(4). The questionable results were reported outside of the laboratory. The specific date of the event is not known. On approximately (B)(6) 2023, a sample from the first patient initially resulted in a probnp value of 600 pg/ml and it repeated as > 30000 pg/ml. On approximately (B)(6) 2023, a sample from the second patient initially resulted in a probnp value of 300 pg/ml and it repeated as > 30000 pg/ml.

Manufacturer narrative:
Na.